Event description:
A user facility returned the olympus, model gf-uct180, evis exera iii ultrasound gastrovideoscope to olympus for repair due to a report of "failed leak test." Upon inspection and testing of the returned device, it was found that the probe unit was cut and a gap of adhesive on the distal end was present. This report is submitted due to the probe unit cut and the gap of adhesive on the distal end. As the problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus and it was determined a gap of adhesive was present on the distal end due to peeling or a crack, likely attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). In addition, the evaluation found a deep cut/lifted part on the probe due to physical stress such as dropping/knocking. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The device was evaluated by olympus and it was determined a gap of adhesive was present on the distal end due to peeling or a crack, likely attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). In addition, the evaluation found a deep cut/lifted part on the probe due to physical stress such as dropping/knocking. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera iii ultrasound gastrovideoscope to olympus for repair due to a report of "failed leak test." Upon inspection and testing of the returned device, it was found that the probe unit was cut and a gap of adhesive on the distal end was present. This report is submitted due to the probe unit cut and the gap of adhesive on the distal end. As the problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the probe unit and the gap of adhesive on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.